Event description:
It was observed during device evaluation that the ultrasound gastrovideoscope had peeling adhesive at the objective lens, and the paste-like, thixotropic adhesive (ke45) component was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the peeling adhesive was due to degradation and the cause of the missing component was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.